Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery, and a technical services consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.